Manufacturer narrative:
The device was returned. However, customer allegations could not be confirmed. No defect was noted on the forceps elevator and no foreign material was found behind the elevator. There were few additional findings. There was a gap between acoustic lens and ultrasound probe. Due to deformation of lever mount and damage, forceps control lever does not move smoothly. Due to wear of forceps elevator lever, up/down knob could not be locked securely. Grip had a crack. Because suction cylinder was shaved, suction valve could not be connected smoothly. Air/water-cylinder had discoloration. Scope connector cover was deformed. Right/left knob had discoloration. The adhesive area between distal end and light guide cover was chipped. Distal end had a scratch. Adhesive on bending section cover was worn out. Connecting tube was deformed. Due to deterioration of braid of bending tube, tightness of the braid had become uneven. Distal end and channel-tube had a scratch. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the forceps elevator of the gastrovideoscope was loose and sediment was noted behind the elevator. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported biopsy forceps opening being loose, and sediment behind the forceps opening was not confirmed and the root cause could not be determined. Additionally, the investigation confirmed a gap between the ultrasonic acoustic lens and the ultrasonic probe. The root cause of the gap could not be determined, however, it was likely the result of user mishandling or wear and damage due to increased usage time/repetitive use. The event may be prevented by following the below instructions for reprocessing: ¿·do not coil the insertion tube or universal cord with a diameter of less than 12 cm. Equipment damage can result¿. ¿·do not attempt to bend the endoscope¿s insertion section with excessive force. Otherwise, the insertion section may be damaged¿. ¿·do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the material lens surface at the distal end. Visual abnormalities may result. ¿·do not twist or bend the bending section with your hands. Equipment damage may result¿. ¿·the endoscope¿s remote switches cannot be removed from the control section. Pressing, pulling, or twisting them with excessive force can break the switches and/or cause water leaks.¿ olympus will continue to monitor field performance for this device.